Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of ventricular capture shortly after implant. The patient was seen in the hospital after receiving appropriate shock therapy. The local field representative interrogated the device and again noted lv non-capture. The lead was programmed off. Subsequently a lead revision procedure was performed where the lead was noted to be dislodged. The lead was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.